Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 7c, water flow rate (wfr) was 0.4 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to 1.4l/m but then water flow rate (wfr) was stabilized at 0.4 l/m. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -5, system hours were 6760 and pump hours were 6414. Confirmed this started happening after patient returned from CT. Explained how the pads could have been damaged in transport. Offered to troubleshoot device further without pads or they could replace the pads to see if flow rate increases. They would replace the pads and call back if the issue persists.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 7c, water flow rate (wfr) was 0.4 l/m. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines were straight with no bends or kinks. Restarted therapy and device primed to 1.4l/m but then water flow rate (wfr) was stabilized at 0.4 l/m. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -5, system hours were 6760 and pump hours were 6414. Confirmed this started happening after patient returned from CT. Explained how the pads could have been damaged in transport. Offered to troubleshoot device further without pads or they could replace the pads to see if flow rate increases. They would replace the pads and call back if the issue persists. Per follow up information received via phone on (B)(6) 2025. It was reported that the patient was able to complete therapy on the original device. Reporter was given information during the technical support call to resolve the device issue. No patient impact was reported.